Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned catheter revealed reddish material inside and a hole in the pebax. On the thmcl smtch sf catheter. Spi screening test was performed, in accordance with bwi procedures. The returned sample was connected to carto3 system and the force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30482483m number, and no internal action related to the complaint was found during the review. The event described force issue was unable to duplicate during the product investigation however, the blood inside the pebax area found could be related to the reported issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
A patient underwent an ablation procedure for afib - persistent with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole in the pebax with reddish material inside. The internal parts were exposed. These findings were identified on (B)(6) 2021. During the procedure, the catheter's force readings were being displayed as high on the carto 3 system. The cable was exchanged but the issue persisted. The catheter was exchanged and the issue resolved. The procedure continued. No patient consequences were reported. The force issue is not MDR-reportable. The hole in the pebax is MDR-reportable.